Event description:
Recently, the user's hearing performance with the device became worse. It was found that part of the electrode was visible in the external auditory canal and had been contaminated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recently, the user's hearing performance with the device became worse. It was discovered that the electrode lead had extruded through the tympanic membrane into the external auditory canal and 8 channels of the electrode array had migrated out of the cochlea. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to information received from the field, the recipient had a decrease in hearing benefit due to a partial migration of the electrode array out of cochlea. In addition the electrode lead extruded through the tympanic membrane. Reportedly, the electrode has not been properly fixated during implantation surgery. Medical issues such as the reported radiotherapy and radionecrosis might have contributed to the observed issue. Additionally, device investigation revealed damage to the active electrode which is consistent with minute device mobility due to fatigue wire breakages most likely due to the reported migration and extrusion. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.